Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000615, serial/lot : unknown. A medtronic representative went to the site to perform a system check out and they that the mobile viewing station's uninterruptible power supply(ups) battery cartridge needed to be replace. The cartridge was replaced and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was continually beeping and would not spin. There was no patient involved.